Event description:
During testing at the user facility, the device touchscreen did not respond when pressed. Initially, the customer contact reported the device alarmed with a s131 (stuck key) malfunction alarm code, channel b load eject button. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen did not respond and the channel b load eject button was broken. The probable cause for the touchscreen not responding was a broken touchscreen and a broken switch membrane of the load eject button. This report represents all the information known by the reporter upon query by hospira personnel.